Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Medsun report was received, reporting a bulging silicone segment near the upper fitment of their primary tubing upon disconnection of the tubing. No patient harm or medical intervention was reported. No further patient/event information was provided.